Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states legs and casters bending. He states as the user got out of bed he felt them give. He is well under weight limit. MDR filed.

Manufacturer narrative:
The incorrect information was provided on the initial medwatch.